Event description:
As reported by the patient's attorney, a protegen sling was implanted on (B)(6) 1997. According to the complainant, the patient experienced multiple revision surgeries to remove exposed or eroded mesh, permanent vaginal and pelvic pain, obstructed bowels, infections and new onset voiding dysfunction. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.